Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue.. Based on available information, the reported difficult to remove (entanglement) was unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical intervention was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. Two xtw clips were implanted without issue. A third xtw clip was prepared with intention of placing on the posterior and septal leaflets. The clip was oriented properly in the right atrium before crossing into the right ventricle. Sub-valvular chordae caused the clip to rotate and drift posterior once opened. The physician chose to rotate the clip slightly and move the clip to the intended implant sight. The clip became entangled in septal chordae. After attempting standard troubleshooting techniques, the clip was freed, however a septal chord was torn. The clip was implanted p/s and treated the torn chord. Final tr was grade 4.